Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead to device insertion/connection issues were observed with this device. The physician felt the lead would not go all the way into the header. Ultimately, it was fully inserted and normal function was noted. No adverse patient effects were reported.